Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported a physician was unable to open the electrode array in the uterine cavity during an attempted novasure procedure. At this time the physician resounded the uterus and when the measurement changed from the original 8cm to 10cm the physician believed she had perforated the uterus with the sound (not a hologic device). No hysteroscopy was done to verify the perforation and no treatment was given. On (B)(6) 2011, it was reported that the patient "was discharged after an extended 4 hr observation and is doing fine". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.